Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up in clinic, device was found to reach eri since (B)(6) 2016. In (B)(6) 2016, longevity estimate was 1.25-1.5 years to eri. Premature battery depletion was suspected. Since the patient is only paced less than 1%, it was decided that the device will not be changed. Patient¿s condition was stable.